Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) on (B)(6) 2015 and an unspecified bard/davol ventralex st on (B)(6) 2017. It is also alleged by patient attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."